Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that as lvp 20d low sorb ss 1.2m tubing leaked. The following information was provided by the initial reporter: material no: 10010453, batch no: 20067263. It was reported that there have been multiple leaks over the past few weeks involving the filter piece of the tubing set. Customer response 17-sep-2020: see below, can you provide a description of the event? Investigational drug, which is red/orange is color, has been leaking from the filter holes of this tubing set. What was the date and time of the event? This is ongoing. We give this drug to multiple patients twice weekly and it occurs in over 50% of the infusions. Was the tubing set attached to a patient at the time of the event or occurred during preparation/priming? Attached. Was there a delay of, or change in, the course of treatment due to the event? Please explain: if there is significant leakage then the tubing needs to be changed. So this results in patient delays. Exposure to blood/bodily fluid/IV solution? If yes, please explain yes, this creates exposure concern¿needs to be managed like a chemotherapy spill. What was the medication/fluid in use at the time of the event? Yes. How was the filter primed? Primed with saline in clean room by pharmacy tech. How long had the tubing set/filter been in use prior to the leak? 30min-1h. Are the products involved in the event available for investigational purposes? They can be. I was made aware of some defects involving a tubing set, item 10010453 (our item 314304) and I wanted to pass these along to you. Our pharmacy department reported multiple leaks over the past few weeks involving the filter piece of this tubing set, and the clinician seemed very confident these were all part of a single lot number (10)20067263. I¿m still working out the details of what happened, but I wanted to let you know in case there was already some documented issues with this item.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 10/15/2020. Investigation conclusion it was reported that there have been multiple leaks over the past few weeks involving the filter piece of the tubing set. Received from the customer was one used set model 10010453 lot 20067263. The primary set was spiked to a non-bd spike adapter. The non-bd spike adapter was attached to an empty 500ml IV bag of 0.9% sodium chloride lot: joe152 exp: november 2022. A non-bd luer lock connector was received attached to the male luer of the suspect set. The set samples were visually inspected for kinks, holes/tears in the tubing or damages to the components. Visual inspection under magnification of the 1.2 micron adult filter p/n 10012218 observed both its upper and lower air vent membrane to be wetted/compromised. No other obvious issues or damages were observed. Functional testing was performed by filling a lab IV bag with blue-dyed water and attaching the returned disposable set allowing fluid to flow through the set via gravity. The fluid leaked out from the upper and lower filter vent. No other leak was observed. Equipment used (inspection and testing performed on (B)(6) 2020) ram optical instrumentation/eq08204/calibration due date (B)(6) 2021. Device history record for model 10010453 lot 20067263 shows that the set was manufactured on 30 june 2020 with a total of 7,683 units. There were no qn¿s (quality notification) issued during the production build of this lot for the failure mode reported. The customer's report of a leak at the filter was confirmed. The root cause of the filter leak could not be definitively determined.

Event description:
It was reported that as lvp 20d low sorb ss 1.2m tubing leaked. The following information was provided by the initial reporter: material no: 10010453 batch no: 20067263 it was reported that there have been multiple leaks over the past few weeks involving the filter piece of the tubing set. Customer response (B)(6) 2020: see below 1. Can you provide a description of the event? Investigational drug, which is red/orange is color, has been leaking from the filter holes of this tubing set. 2. What was the date and time of the event? This is ongoing. We give this drug to multiple patients twice weekly and it occurs in over 50% of the infusions. 3. Was the tubing set attached to a patient at the time of the event or occurred during preparation/priming? Attached. 4. Was there a delay of, or change in, the course of treatment due to the event? Please explain: if there is significant leakage then the tubing needs to be changed. So this results in patient delays. 5. Exposure to blood/bodily fluid/IV solution? If yes, please explain yes, this creates exposure concern¿needs to be managed like a chemotherapy spill. 6. What was the medication/fluid in use at the time of the event? Yes. 7. How was the filter primed? Primed with saline in cleanroom by pharmacy tech. 8. How long had the tubing set/filter been in use prior to the leak? 30min-1h. 9. Are the products involved in the event available for investigational purposes? They can be. I was made aware of some defects involving a tubing set, item 10010453 (our item 314304) and I wanted to pass these along to you. Our pharmacy department reported multiple leaks over the past few weeks involving the filter piece of this tubing set, and the clinician seemed very confident these were all part of a single lot number (10)20067263. I¿m still working out the details of what happened, but I wanted to let you know in case there was already some documented issues with this item.